Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided by the complaint site and the following observations were made: the valve appeared under expanded with large diameter of outflow and small diameter of inflow. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The central regurgitation of the sapien 3 ultra valve was confirmed based on the medical report. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Per the medical record, the patient had history of hyperlipidemia. Hyperlipidemia is a known risk factor for leaflet calcification and thickening, which can lead to improper coaptation of valve leaflets, leading to central regurgitation. In addition, the valve appeared under expanded per imagery review, which could also increase the stress on valve, leading to early degeneration of valve/leaflets, and prevent the valve leaflets coaptation, resulting in central regurgitation. As such, available information suggests that patient factors (hyperlipidemia) and/or procedural factors (under expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text: device remains implanted.

Event description:
As reported by an edwards lifesciences field clinical specialist and per medical records received, patient presented with severe central aortic regurgitation approximately 2 years and 8 months post implant of a 23mm sapien 3 ultra valve in the aortic position. Per the cardiology visit note, patient reports shortness of breath on exertion and fatigue. The planned treatment is valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. A successful valve in valve procedure took place with a 20mm sapien 3 ultra. Investigation is ongoing.